Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 16, 2021 and section h11 should be reported as: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. Additional information received about the allegation of visualization of particles. After the second attempt to have the device and components returned for evaluation, the customer is requesting the shipping address to return the device, the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6: type of investigation, findings and conclusion codes has been updated in this report.